Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Test reservoir used during analysis showed the units left in the reservoir matched with the units left in the display of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with hypoglycemia. The blood glucose reading was 1.8mmol/l. Troubleshooting was performed and no damage to the drive support noted. It was mentioned that earlier last month the customer had a "pattern a" basal rate running when it should not have been. Reviewed the programming, and the reservoir was showing less insulin than what it was showing on the status screen. Assisted the caller to run the displacement test and the test passed. No further information was provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.